Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 the patient from (B)(6) had percutaneous endoscopic gastrostomy (peg)tube placement with jejunal (peg-j) tube. On (B)(6) 2017 a pneumoperitoneum was found requiring emergency surgery. The suspicion was that the puncture site was too large. The air was suctioned out and the hole was sewn closed. No further information was available.